Event description:
The complainant reported that "the AED pads were attached to the pt - it analysed and recommended a shock - we cleared the pt, and pushed the shock button. The device then stated that the battery was low and it was unable to deliver the shock, then powered down and all lights turned off." The pt later died and the cause of death was confirmed as a c1 spine fracture.

Manufacturer narrative:
During inspection and testing by heartsine technologies, no fault was found with the returned device. The device was found to have correctly analyzed the pt and advised a shock on two occasions. Evaluation summary: conclusion: the device performed as expected. The pad-pak battery pack was depleted to the point where the battery management system was triggered. However, the device was still capable of delivering therapy if it had been required.